Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The product was not returned for evaluation, the device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery an orthoptist reported the lens to have glistenings. The product was not returned for evaluation, the device remains implanted.

Manufacturer narrative:
(B)(4).